Event description:
This pt had a nasogastric tube inserted in 2000. The tube was iced prior to insertion. X-ray was taken to confirm placement; the radiologist's report stated that the tube was coiled in the distal esophagus. The nurse pulled the tube out a few inches and attempted to reinsert it correctly into the stomach. A follow-up x-ray report stated that tube still remained coiled in the distal esophagus. Although the x-ray film showed the weighted portion of the tube bent in a fishhook configuration, the x-ray report did not mention this. The nursing staff initiated feedings through the tube. The pt developed an esophageal perforation, and expired two days later. The family would not consent to surgical repair of the perforation. Examination of the tube after removal from the pt showed that although the tube had been placed in a fishhook configuration, the polyurethane was unbroken.